Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed pauses in pacing on the patient's right ventricular lead when they bent over due to over-sensing noise. During the revision procedure, insulation damage was noted. The lead capped and replaced on (B)(6) 2020. The patient was stable throughout.